Event description:
The customer reported the hd autoclavable camera head is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has been received however; the estimation has not been completed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found a kink on the cable, cracks on the connector, and a wobbly image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty charge-coupled device (ccd). The root cause of this event was unable to be identified. Additionally, it¿s likely the wobbly image was due to a damaged coupler. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.